Manufacturer narrative:
The following communications were performed: a philips remote service engineer (rse) spoke with the customer and the customer alleged that the monitor did not alarm as they expected whilst on a patient. The customer informed that the patient went into cardiac arrest and died. A good faith effort (gfe) was made to obtain additional information for the reported issue. In response it was confirmed that philips clinical application specialist (cas) went to the site to investigate the issue, they downloaded the logs and confirmed that the device did not fail to alarm. A philips product specialist engineer (pse) and a clinical application specialist (cas) reviewed the audit logs provided by the customer. The audit log show the red alarm was already playing from the extreme brady alarm. There is no evidence that the alarm was acknowledged before it went from extreme brady (brady 34<35) to vent fib/tach to asystole. The alarm sound did not play for the asystole as the alarm was already playing from the brady alarm. The alarm banner on the monitor changed with the progression of the alarm. To prevent the confusion of redundant alarms or the activation of less important alarms, the arrhythmia system sets alarm priorities through an alarm chaining system. Analysis was performed and investigation has been completed. The alarm sound did not play for the asystole as the alarm was already playing from the brady alarm. The alarm banner on the monitor changed with the progression of the alarm.

Event description:
The patient deceased as a result of the cardiac arrest.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the monitor did not alarm as expected and the patient went into cardiac arrest. No other clinical information or medical intervention was reported.